Event description:
It was reported that the patient was trying to get ahold of their device reports, and boston scientific technical services (ts) referred them to their physician. The patient informed ts that they suspected a change in their device programming, having had an increase in fatigue during exercise and syncopal episodes. Ts was later contacted again by the patient with frustrations about getting their device reports, discussing how information had been redacted in the report provided by the clinic. The device and leads remain in service. No additional adverse patient effects were reported.